Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that when the patient recharged, he was getting burned between the stimulator and the recharger (insr). The first time it felt like something was sticking him like a needle. The second time it got very warm. It happened on 2 occasions; once the week prior to the report, and once the week of the report. After the stimulator burned the patient, he stated it didn¿t work for 2 days. The antenna icon was displayed. The patient was scared to use it because he would get burned. The patient also had a hard time charging with the antenna when getting 8 coupling boxes. It was suggested that the patient wear a very thin shirt to put between the antenna and the stimulator. A new antenna would be tried. It was further reported that the recharger had not been functioning properly. It was clarified that the warm sensation was around the stimulator pocket during recharging. The patient also felt a shocking sensation while charging. The patient stated he was unable to get the battery to charge more than halfway, even after charging for 2 hours. The patient had to charge twice last time to get it charged. The patient clarified that the coupling constantly changed. Additional information was requested, if received a follow up report will be sent.